Event description:
A (B)(6) advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was repeated and the result was (B)(6). The (B)(6) result was reported to the physician. A previous result for this patient was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The customer is in the process of changing the sample type from serum to heparin plasma to reduce the risk of any preanalytical issues that contribute to the observed troponin flyers. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instruction for use (IFU) state in the specimen collection and handling section: "serum, heparinized plasma, and edta plasma are the recommended sample types for this assay. It is not recommended that either plasma or serum samples from the same patient be used interchangeably with this test. Reference ranges should be established for the evaluation of serum samples, heparinized plasma, and edta plasma samples."